Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes).

Event description:
It was reported that a remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) indicating that a battery depletion (bd) alert had been declared. The physician suspected premature battery depletion, and this device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD has been received for analysis and is pending the investigation conclusion. Once the analysis is completed, this record will be updated with results.

Event description:
It was reported that a remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) indicating that a battery depletion (bd) alert had been declared. The physician suspected premature battery depletion, and an emergent replacement procedure was scheduled to resolve the event. At this time, this s-ICD remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), b5 (event description), h1 (type of reportable event), and h6 (impact codes). This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted no anomalies with the header or pulse generator (pg) case. A diagnostic download was performed, and it was noted the device reached elective replacement indicator (eri) and end of life (eol) status on 12-jan-2025. Charge timeouts were noted on that day. It was noted the battery voltage was much lower than expected. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain of the hybrid circuit was measured and found to be normal. Detailed analysis of the battery identified excess material in the battery that created a current leakage path and resulted in the premature battery depletion.

Event description:
It was reported that a remote alert was received from this subcutaneous implantable cardioverter defibrillator (s-ICD) indicating that a battery depletion (bd) alert had been declared. The physician suspected premature battery depletion, and this device was subsequently explanted and replaced to resolve the event. No additional adverse patient effects were reported. This s-ICD has been received for analysis.